Manufacturer narrative:
No lot number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The sample was not received at the investigation site for evaluation. Therefore, no further assessment can be made, and the investigation is concluded. A sample was not received at the manufacturing site therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitreoretinal surgery on left eye of a fifty-four-year-old male an ophthalmic forceps became stuck in the closed position intraocularly with part of the membrane within the jaws of the forceps while in the eye. The squeezing mechanism of the forceps did not seem to be jammed and moved freely. Surgeon used the pik to sever the membrane from the forceps, then withdraw the closed forceps from the eye. In post-op day 1, retina was attached under oil and patient was healing as expected.